Manufacturer narrative:
Updated information: d6a implant date should have been omitted as the console is not an implantable device g1 MFR site name, danvers, removed additional information was provided which stated that the patient had been explanted and survived the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An automated impella controller (aic) was used when the impella cpsa was inserted into a patient via percutaneous right femoral aorta, but a "position sensing signal not stable" alarm came up after about three hours. The position waveform no longer was displayed. After that, the aic was replaced with another aic. The position waveform was displayed and the alarm disappeared. No patient harm was reported. The data logs were retrieved and uploaded.